Event description:
New information received revealed the right ventricular lead was capped and replaced on 24oct2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead had a noise problem. No programming changes were completed. There were no patient consequences.